Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 30-dec-2020. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('persistent abdominal pain, worsening over time, radiating to the thigh') in a (B)(6) year old female patient who had essure (batch no. B85140) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and tendon pain ("tendon pain (hamstrings)"). In february 2016, the patient experienced dizziness ("dizziness"). In (B)(6) 2016, the patient experienced vertigo ("vertigo"). In (B)(6) 2016, the patient experienced arthralgia ("right knee pain"). In 2019, the patient experienced tendonitis ("right elbow tendonitis / then left elbow") and rotator cuff syndrome ("left shoulder tendonitis"). The patient was treated with physical therapy and surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the abdominal pain, tendon pain, dizziness, vertigo, arthralgia, tendonitis and rotator cuff syndrome had not resolved. The reporter considered abdominal pain, arthralgia, dizziness, rotator cuff syndrome, tendon pain, tendonitis and vertigo to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): colonoscopy in (B)(6) 2016: no abnormality. Computerised tomogram in (B)(6) 2015: lumbar spine: no abnormality. Magnetic resonance imaging in (B)(6) 2015: suspected damage to the common tendon of the left hamstrings: no abnormality; in (B)(6) 2016: brain: no abnormality; in (B)(6) 2016: brain: no abnormality. We received a lot number in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 30-dec-2020. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('persistent abdominal pain, worsening over time, radiating to the thigh') in a 41-year-old female patient who had essure (batch no. B85140) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and tendon pain ("tendon pain (hamstrings)"). In (B)(6) 2016, the patient experienced dizziness ("dizziness"). In (B)(6) 2016, the patient experienced vertigo ("vertigo"). In (B)(6) 2016, the patient experienced arthralgia ("right knee pain"). In 2019, the patient experienced tendonitis ("right elbow tendonitis / then left elbow") and rotator cuff syndrome ("left shoulder tendonitis"). The patient was treated with physical therapy and surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the abdominal pain, tendon pain, dizziness, vertigo, arthralgia, tendonitis and rotator cuff syndrome had not resolved. The reporter considered abdominal pain, arthralgia, dizziness, rotator cuff syndrome, tendon pain, tendonitis and vertigo to be related to essure. The reporter commented: occurrence period: (B)(6) 2014 to today. Diagnostic results (normal ranges are provided in parenthesis if available): colonoscopy - in (B)(6) 2016: no abnormality. Computerised tomogram - in (B)(6) 2015: lumbar spine: no abnormality. Magnetic resonance imaging - in (B)(6) 2015: suspected damage to the common tendon of the left hamstrings: no abnormality; in (B)(6) 2016: brain: no abnormality; in (B)(6) 2016: brain: no abnormality. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jan-2021: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.